Manufacturer narrative:
Physio-control performed further evaluation on the removed power module. The cause was isolated to shorted components on the eos module of the power supply.

Event description:
The customer contacted physio-control to report that their device will not turn on at all. "The ac power cord will not turn the device on as well." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement in this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power module pcba to resolve the issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not turn on at all. "The ac power cord will not turn the device on as well." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement in this event.